Manufacturer narrative:
Describe event or problem; the previously submitted MDR inadvertently provided an incomplete event description or problem.

Event description:
It was reported that a vns patient has not been good since the vns implant in (B)(6) 2015. The patient was vomiting everyday, her tongue was flicking, she was constipated and she was not drinking. She had spasms constantly and her quality of life was poor. A nurse indicated that the patient's movement disorder was dystonia. It was later reported that the patient was seen again at the hospital where she was admitted, not in the pediatric intensive care unit. The vns device was turned off. The patient was put on a different drug. It was reported that the patient's mother mentioned to the nurse, during the clinic visit, that they felt the vns was causing the issues to start with hence why they asked you to turn it off but now they feel it's not related to the vns. The nurse indicated that the patient's vns device will be turned back on when patient is over her dystonic episode. Regarding that the patient was not drinking, further information from the nurse indicated that the patient has severe developmental delay and cannot communicate; drinks were being offered but she was not drinking as well as she was previously. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Further information was received, in january 2016, indicating that the patient was seen again at the hospital where she was admitted due to dystonia. Neurologists and parents feel that her symptoms were not associated with the vns. Her vns device was re-activated at parents request. The nurse will gradually increase her output and monitor for any side effects. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient has not been good since the vns implant in (B)(6) 2015. The patient was vomiting everyday, her tongue was flicking, she was constipated and she was not drinking. She had spasms constantly and her quality of life was poor. A nurse indicated that the patient's movement disorder was dystonia. It was later reported that the patient was seen again in clinic, the vns device was turned off. The patient was putted on a different drug. It was reported that the patient's mother mentioned to the nurse, during the clinic visit, that they felt the vns was causing the issues to start with hence why they asked you to turn it off but now they feel it's not related to the vns. The nurse indicated that the patient's vns device will be turned back on when patient is over her dystonic episode. Regarding that the patient was not drinking, further information from the nurse indicated that the patient has severe developmental delay and cannot communicate; drinks were being offered but she was not drinking as well as she was previously. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No additional relevant information was provided to date.